Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. A gore excluder® conformable aaa endoprosthesis with active control system (cxt) was successfully implanted and extended with a gore® excluder® aaa contralateral leg endoprosthesis (plc1) on the ipsilateral side. After the plc1 was successfully deployed it was tried to remove the device catheter form the patient and the guidewire, but a lot of resistance was felt. It was necessary to remove the catheter with the guidewire. The catheter appeared to be stuck of the guidewire. The procedure was successfully completed with the implantation of a gore® excluder® aaa contralateral leg endoprosthesis (plc2) on the contralateral side. The procedure was successfully completed with favorable results and without any issues for the patient.

Manufacturer narrative:
The device catheter was returned to w. L. Gore & associates for evaluation. The device evaluation showed the following: the device was returned with a guidewire. There was a kink on the returned guidewire near where it exited the catheter. The kinked guidewire could not be loaded into the device catheter. The device catheter was easily removed off the leading end of the guidewire. The device catheter was inspected for damage that would inhibit loading the device over a guidewire. No defects were observed, the device catheter was still flushable and no kinks were found. The delivery catheter could be easily loaded back onto the guidewire until it encountered the kink in the guidewire. Based on the findings from the evaluation, the physician¿s observation that the device could not be advanced over the guidewire was confirmed. The cause for the advancement difficulties over a guidewire was a kink on the guidewire. The cause for the kink on the guidewire could not be determined with the currently available information. No defects were found on the returned device catheter.